Event description:
It was reported that during use of the catheter afapro28, the system detected blood in the catheter handle and stopped the vacuum, displaying a nitron error code n-004. The case was completed and the product was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26254 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 1 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n006 "the system detected blood in the catheter indicating there was blood detected at the patient board (catheter shaft impedance wire blood detection)." Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection of the handle segment, blood / liquid was observed inside handle. In conclusion, the balloon catheter failed the returned product inspection due to the double balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.